Manufacturer narrative:
It was reported that during amulet implant procedure the patient had small pericardial effusion. The patient returned and the pericardial effusion was noted to be much larger five months after implant. It was unknown if treatment was provided. The patient status was reported as stable. Information from field indicated that there was no difficulty implanting device and close criteria was met. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Requests were made for additional procedural details surrounding the case (e.g., procedure imaging), however this information was not supplied by the site. Based on the limited information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 11 (B)(6) 2024, a 22mm amplatzer amulet left atrial appendage occluder was implanted in a patient using a 14f amplatzer amulet delivery sheath. Left atrial pressure at time of procedure was >12mmhg during the procedure, it was reported that the patient had small pericardial effusion. On (B)(6) 2024, the patient returned and the pericardial effusion was noted to be much larger. It was unknown if treatment was provided. The patient status was reported as stable.